Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. There is no way to predict a non-union or failure to heal. The root cause of the infection is undetermined. Infections have many causes and treatments. Each infection is addressed individually and taken very seriously by both the attending surgeon and sign surgeons at sign headquarters. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. A second surgery was performed to remove the nail. Removal does not indicate a defect in the product or a failure of the implant. The risk associated was evaluated during the risk management process and was deemed an acceptable level of risk to the patient. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on 11/06/2020, that a sign im nail implanted to repair a fracture had to be removed due to non-union and persistent infection. Surgeon comment: "he had rta about 6 years back and sustained compound fracture of left tibia for which sign nailing was done at some hospital in kathmandu. Later on, there was probably surgical site infection with bone exposed for which flap coverage was done. Multiple attempts of debridement with bone grafting was done but the bone failed to unite. No documents were available. Despite all efforts, there was persistent infection, discharging sinus and infected nonunion and patient was exhausted with all the limb saving procedures and begged for amputation. But we offered the last chance to save his limb - removed implant, débrided thoroughly and started parenteral antibiotics. The wound improved before discharge. We have planned plating, autologous bone grafting along with fibula and synthetic bone at another stage."